Event description:
It was reported that a power on reset occurred before the device was implanted and while the device was still in the box. The device was returned for analysis and subsequently tested out of specification during the mfgr's analysis.